Event description:
False positive advia centaur cp troponin ultra results were obtained by the customer and discordant when patient results were repeated due to a failed qc on the evening work shift. The repeat test results were negative and corrective reports were provided to the physicians. There was no known report of adverse health consequences due to the discordant troponin ultra result.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site for system inspection. The discordant results may be attributed to a calibrator reconstitution error by the operator. The fse replaced the aspiration, sample probe and the vertical pcb and air pressure pump to address probe clot and integrity errors occurring on qc sample. No conclusion can be drawn. The instrument is performing within specifications. No further evaluation of the device is required.